Event description:
It was reported that the numbers on the screen of the insulin pump were ramping or the scroll bar moving on its own. Blood glucose value is 122 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.